Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. A list and lot number were also not provided. The reported complaint cannot be confirmed based on the information that has been provided. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a general complaint for an unknown closed system transfer device that the customer stated to have issues with adds and chemotherapy spills. No additional information was provided.